Event description:
It was reported that the pump displayed error code 41622. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of error code 41622. Review of service history found the device was repaired within the last 12 months for the same complaint, but it was not confirmed. Review of event log confirmed the error code. Visual and functional testing was performed. The device's motor would not run. Upon opening pump, camshaft bearing was damaged causing motor not to run. Replaced camshaft assembly. Cleared error code. Performed motor test and unit passed test. Device passed all test criteria post repair.